Manufacturer narrative:
The reported items involved in this event remain implanted. The reported system could not be confirmed as no part or lot numbers were provided. X-ray images of the reported event were provided. A review of the images confirmed that the rod pulled out of the tulip of the screw but could not confirm the broken screw.

Event description:
It was reported that the distal right pedicle screw broke while the distal left rod pulled out of the screw. Patient outcome: the report indicates that the patient outcome is good. No adverse effects have been reported as a result of this event.